Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was making the bed at the time of the shock. The sensing vector was set to the primary sensing vector at the time of the shock. Technical services discussed some programming options. The doctor has now reprogrammed the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was making the bed at the time of the shock. The sensing vector was set to the primary sensing vector at the time of the shock. Technical services discussed some programming options. The doctor has now reprogrammed the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.